Manufacturer narrative:
(B)(4) removal of foreign body is not listed in the instructions for use. (B)(4) separates is not listed in the instructions for use. The device was returned in a used and damaged condition: the hub had separated from the sheath with the flare intact. The hub was not returned, but the flare was uniform and of adequate size. Additionally, the sheath had separated at approx its midpoint where elongation and tearing were evident at the site of separation. The coil had unravelled and separated. Qc confirms the flare on proximal end of a sheath is caught securely in proximal fittings and that the sheath does not rotate in cap fitting. They also verify that coils in sheath continue into cap and the flare is trimmed evenly. Check each flare with appropriate flare gauge; all flares are inspected and large and small side holes are checked. Furthermore, the instructions for use informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Devices from the complaint lot number were assembled after the effective implementation date (B)(4). Regardless, a CAPA was previously issued at management discretion for this failure mode and product family prior to this occurrence. Furthermore, the poor condition of the returned devices is indicative of them being subjected to excessive force beyond its design strength, most likely due to tortuous anatomy in the lower extremities and/or calcified lesion in the vasculature that may snag the device during advancement and/or withdrawal. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events.

Event description:
After pta there was some resistance retrieving the balloon catheter; pulling out the pta balloon the valve of the sheath came off. When trying to pull out the sheath under fluoroscopy, the physician noticed, that it was stuck on the bifurcation. In order to straighten it out a bit, he inserted a 0.035" wire guide in addition to the wire guide already inside the sheath; unfortunately while pulling the sheath got torn into 2 parts. The wire used for braiding was still connected to the other half of the sheath, so they opened the right side groin in order to retrieve the other half of the sheath from the right hand side, while getting out the first half from the left groin. As this was a cross over maneuver, they had to open the other groin surgically in order to retrieve the sheath. The complainant did not report any adverse effects on the pt due to this occurrence.